Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were are bubbles in the tubing near the luer lock. There was no impact to the user's blood glucose level. Reportedly, the user would change all the supplies.